Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, urinary problems, and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2007 due to exposure of mesh in the anterior vaginal wall.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. However, the medical records indicate that the implant date was (B)(6) 2007. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient underwent revision surgery on (B)(6) 2007 due to exposure mesh in the anterior vaginal wall by dr. (B)(6). No additional information was provided.